Event description:
A customer contacted beckman coulter inc. (Bci) stating that there was a leak inside the closed tube aliquotter (cta) sampling area. No injury was reported.

Manufacturer narrative:
The customer could not locate the source of the leak. A field service engineer (fse) went on site and confirmed that the closed tube aliquotter (cta) was having level sensing issue and probe leaking wash. Fse performed repairs as needed.